Event description:
The customer obtained non-reproducible, higher than expected troponin I es results (patient result = 1.59, 0.399 ng/ml vs. Expected result= <0.012 ng/ml) from a single patient sample processed on a vitros eciq immunodiagnostic system. The higher than expected tropi es patient results were not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from a single patient sample while using the vitros eciq immunodiagnostic system. There was no indication that an instrument related issue or a tropi es reagent issue contributed to the event. The sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.